Manufacturer narrative:
Failure analysis noted that the pump had worn/scratched lcd window and moisture damage on the lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage and the screen was difficult to see. The customer's blood glucose was 185 mg/dl at the time of incident. The customer's mother stated that there was fluid under the lcd display. She was advised to discontinue use of the device and revert to a back-up plan. She was advised that the device would be replaced. The insulin pump was returned for analysis.